Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an asymptomatic patient presented in-clinic after receiving a patient notifier. Long charge time was observed. Device replacement was planned.